Event description:
Reported as "band slippage." Follow up findings; surgical procedure in 2004 revision of laparoscopic adjustable gastric band, "no part of lap band system removed-slippage corrected, band reaffixed."